Event description:
Clinical specialist reported a prometra ii pump that was explanted due to volume discrepancies. Patient reported a lack of pain relief and when the physician performed a cap study on the patient, the catheter was found to be patient. On the same day as the cap study, the patient was "falling all over the place" and had severe pain and confusion. Patient was admitted to the hospital and treated there for five days. Following release from the hospital, the patient was seen for a volume check. The following volume discrepancy was observed: expected volume: ~ 5 mls, returned volume: 16 mls. Patient was refilled with no concentration or dose adjustments. The following month, the patient was seen for a volume check. A volume discrepancy was observed, in which the exact values are unknown, but there was an approximate 7 ml underinfusion. One week later, the patient was seen for a volume check. It was reported that only 1 ml of medication was dispensed, which is less than expected. Patient was seen for the explant about month later. The physician aspirated from the cap to ensure the catheter was patent, in which it was reported to be. A volume check was done on the pump following the explant, in which the following volume discrepancy was observed: expected volume: 10 mls; returned volume: 14 mls.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, confirming the alleged issue. During the analysis, engineering was unable to push air or sterile water for injection through the cap septum. A closer look at the cap stem tip showed drug precipitant. The cap was removed, the pump was allowed to flow. The pump flowed, without the cap, within specification. A root cause for the confirmed failure was determined to be related to an obstruction in the flow path related to drug or drug precipitant. Internal complaint number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced inadequate pain relief. The pump was subsequently explanted.